Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/19/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested; the following was obtained: this complaint was reported as a quantity 6 for lot # td2aqs. The event states ¿another lot was opened and used to complete the case. As for the other lot, some ratchet did not close, but some could be used.¿ it is not clear if there was any issue with the clips of the ¿other¿ lot number. ***please provide the following clarifying information: how many clips total did not close during this procedure? Unk. How many clips of lot # td2aqs did not close? Unk. Did clips of ¿another lot¿ not close? Unk. If yes, how many clips of a ¿another lot¿ did not close? Unk. If yes, what is the lot number of that other lot that had clips that did not close unk.

Event description:
It was reported that a patient underwent a urological procedure on (B)(6) 2024 and a suture clip was used. During the procedure, the ratchet did not close when the device was used. Two same lots of two packages were opened, but the ratchet did not close, and another lot was opened and used to complete the case. As for the other lot, some ratchet did not close, but some could be used. A scrub nurse this operation confirmed that there was no problem with the operation method. They thought that there might be a problem with ka200 or xc200. Another device was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 component code: g07002 no device problem h3 investigation summary ==> the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned samples. Three sterile samples were received. Visual analysis of the returned samples revealed that three xc200 (a, b and c) cartridges were received sterile with no apparent damage and 6 clips loaded per sample. In addition, one empty opened foil was returned along with the sterile cartridges. The cartridges were tested for functionality with the test device. Upon functional testing of the clips, the instrument loaded, retained, and deployed six clips per cartridge as intended. The clips were as intended and conforms to our manufacturing requirements. The clip performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Additional information was requested, and the following was obtained: please clarify the issue, clip does not hold on suture? =>clip does not hold on suture attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This complaint was reported as a quantity 6 for lot # td2aqs. The event states ¿another lot was opened and used to complete the case. As for the other lot, some ratchet did not close, but some could be used.¿ it is not clear if there was any issue with the clips of the ¿other¿ lot number. ***please provide the following clarifying information: how many clips total did not close during this procedure? How many clips of lot # td2aqs did not close? Did clips of ¿another lot¿ not close? If yes, how many clips of a ¿another lot¿ did not close? If yes, what is the lot number of that other lot that had clips that did not close.